Manufacturer narrative:
No product was received for evaluation. The instructions for use states that if a leak is found, discard the solution and a new dialysate bag can be used. All treatments must be administered under a physician's' prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on (B)(6) 2024 from a nurse manager at a critical care facility, stating a dialysate bag leaked when initiating renal replacement therapy on (B)(6) 2024. There is no report of adverse impact to the user or patient.

Manufacturer narrative:
D4: updated lot number and expiration date, d9: updated device available for evaluation and date returned to manufacturer g3: updated to date product was received by manufacturer, h2: updated type of follow up, h3: updated device evaluated by manufacturer, h4: updated device manufacture date, h6: updated type of investigation to include product evaluation, h6: updated investigation finding codes to reflect product evaluation, h6: updated investigation conclusion code. Evaluation of the product confirmed the presence of a leak from the small chamber perimeter seal.